Event description:
It was reported that the hex of the pedicle screw cracked during tightening. No patient complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination found that the screw hex splayed open during implant. It was also confirmed that the driver was used without the sleeve which increased the chance of the hex to splay. A review of the device history records found no documentation to indicate a non-conformance to specification.